Manufacturer narrative:
Product complaint # (B)(4). D4: batch # t5ez5u. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with one ecr60b reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure? Unknown. How was the device eventually removed from patient? Unknown. What color cartridge was used? Unknown. How far did device fire? Unknown. Were any issues with staple form noted throughout care of patient? No. How was the initial procedure completed? Unknown. What was the location of the post-op bleeding? Unknown.

Event description:
It was reported that during a bladder resection + bricker procedure, the stapler quit during firing sequence and the stapler was opened and retracted after the re-inserting the battery. Before re-inserting the battery the manual override was used and failed. The patient was re-operated later that day because of a bleeding which came from the staple-line.